Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem), block d7a (sud reprocessed and reused?) And block h8 (usage of device) block h6: device code a0402 captures the reportable issue of balloon burst. Block h10: investigation results a visual examination of the returned complaint device found that the balloon and the catheter of device had no damages. Functional analysis was performed, the device was connected to an alliance inflation system, the balloon was inflated without problem; however, it did not hold the pressure due to it was torn longitudinally, which confirms the reported event of balloon burst. This failure is likely due to factors encountered during the procedure, such as the technique used by the physician and/or the interaction with the scope when the physician advanced the balloon could have caused that the balloon was torn and this was perceived by the physician as balloon burst during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used during the same procedure. It was reported to boston scientific corporation that two hurricane rx dilatation balloon were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6),2021. During the procedure, the balloon burst when the physician was dilating a biliary stricture with a 2x4 hurricane rx dilatation balloon. Reportedly, a 4x4 hurricane rx dilatation balloon was then used and a pinhole leak was noticed. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event. ***additional information received on (B)(6), 2021*** the anatomy location was the common bile duct (cbd). Additionally, the first balloon was noted to burst at 11 atm.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used during the same procedure. It was reported to boston scientific corporation that two hurricane rx dilatation balloon were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2021. During the procedure, the balloon burst when the physician was dilating a biliary stricture with a 2x4 hurricane rx dilatation balloon. Reportedly, a 4x4 hurricane rx dilatation balloon was then used and a pinhole leak was noticed. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event.